Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged having surgery to remove pre-cancer cist up his nasal passages, sinus issues, asthma and mostly had respiratory problems and also alleged of headache. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused having surgery to remove pre-cancer cyst up his nasal passages, sinus issues, asthma, headache and mostly had respiratory problems. The patient did not report to receive medical intervention. After the first attempt to have the device and components returned for evaluation, the customer stated that he got cancer using the device and did not talk properly. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated in this report.